Event description:
It was further reported that lesion 1 was treated with post dilatation during the index procedure, timi flow degradation was noted after the deployment of study stents in svg to om and was treated with 200 mcg of intracoronary nitroglycerin. An echo was done, suggesting significant mitral and tricuspid regurgitation. Further treated by chemotherapy of his bladder cancer along with the cisplatin and gemzar medication. The patient continued to have low blood pressure and due to this could not tolerate the dialysis and volume removal was quite difficult. Two days later, the patient was seen with hypotension after peritoneocentesis of nearly 8 liters of ascitic fluid. He was treated with crystalloid and colloid infusion. In continuation with this hypotensive respiratory arrest was experienced which was treated by the ventilator. Overall condition was poor. The patient requested no further intubation and was requested a dnr (do not resuscitate) status and was provided with the palliative care service.

Event description:
It was further reported that lesion 1 was a de novo lesion and was 10 mm long not 12mm long as previously stated. Lesion 2 was a de novo lesion and was 10 mm long not 12mm long as previously stated. The patient had severely depressed lv function, mitral valve replacement was not performed due to his cardiomyopathy. The patient was weaned from the ventilator after a prolonged period of intubation. The patient continued to be hypotensive after peritoneocentesis of nearly 8 liters of ascetic fluid and was treated with crystalloid and colloid infusion and did not tolerate dialysis.

Event description:
(B)(4). Same case as 2134265-2012-02937. It was reported that following a coronary artery treatment procedure the patient expired. Lesion 1 was located in the proximal saphenous vein graft to 1st obtuse marginal with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 mm x 12 mm ion us coa stent, with 0% residual stenosis. Lesion 2 was located in the mid saphenous vein graft to 1st obtuse marginal with 70% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with direct stent placement using a 2.5 x 12 mm ion us coa stent. Following post dilatation, residual stenosis was 0%. Post index procedure, prior to discharge the patient experienced congestive heart failure 18 days later the patient expired.

Manufacturer narrative:
Describe event, relevant tests, other relevant history updated. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination device. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).